Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000ml eva total parenteral nutrition (tpn) bag was leaking from an unspecified location. This event occurred during an unspecified process step and it was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.